Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date the patient underwent anterior lumbar interbody fusion of l5-s1 level with a titanium cage, infix, and rhbmp-2/acs that was done for a delayed union at the l5-s1 level following a posterior spinal fusion with instrumentation for thoracolumbar scoliosis. On (B)(6) 2013 the patient was presented for 6 week follow up visit. The patient reported aching back pain and radiating leg pain down the backs of both of his legs with some numbness on the soles of his feet bilaterally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.